Manufacturer narrative:
(B)(4). This complaint for check lines and bags alarm and report of black stuff inside the tubing of the cassette was not confirmed. A root cause was not identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation for check line and bags alarms is in progress through (B)(4).

Event description:
During troubleshooting of a check lines and bags alarm that appeared on the homechoice (hc) display during prime (patient was not connected), the home patient (hp) revealed that there was black stuff inside the tubing of the cassette. The technical service representative (tsr) advised the hp to close all clamps and assisted the hp to start over with new supplies. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.